Event description:
It was reported that the unit did not have negative pressure when the suction knob was turned. The device was kept in place and used as a drainage device instead. An unk amount of blood was discarded due to this malfunction and an unk amount of pre-donated blood needed to be transfused. There were no adverse consequences related to this event.

Manufacturer narrative:
The device will not be returned to the MFR for eval because it was discarded by the account.